Event description:
Boston scientific received information that this pacemaker had been inadvertently programmed so therapy was not available. There was no impact to the patient due to an underlying rhythm was found. The device was reprogrammed to restore critical therapy. There were no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.